Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: gender, weight, bmi at the time of index procedure: male and other info is unknown other relevant patient history/concomitant medications: na. How was the suture placed, interrupted or continuous? Interrupted. Did the suture break while the patient's skin was still open? Broke after the skin is closed. If the skin was already closed and had to be re-opened, how did the doctor notice the suture broke internally? The patient needs to do some function movement after operation, the patient claimed he felt pain when just raised the hand, and heard the sudden voice of ¿pa.¿ was these procedures all performed on the same room, or was the patient released then re-admitted? The same operation and same room. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? The doctor found the suture split after first sewing and hand feeling is different as before, in the second placement, the doctor pay much attention for the suture and no issued occurred at that moment. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Na. Was the suture reprocessed (ie. Re-sterilized) before use? Na. What is physicians opinion as to the etiology of or contributing factors to this event: they consider that the new code for the hs suture has less tensile strength than the old codes, wonder if it¿s related to the needle became thinner, and for the old codes, there is no such issues for 6 years.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual device was returned for evaluation. The product is double armed. Two used needle/suture pieces were visually examined and blood residue was observed on the needles and along of the suture pieces. The needles have marks on the body by use of the needle holder. The ends of the suture pieces were visually examined and it was observed damaged (cut) likely by use of the needle holder. The other suture piece was not returned for evaluation. The information for use cautions: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The sample conditions suggest an improper handling of the sample. One representative sample was returned for evaluation. The samples was visually and functioned inspected. According to the sample conditions, no suture breakage was observed and the samples met the finished goods requirements.

Event description:
It was reported that the patient underwent emergency wound closure procedure on a cut on the back of his hand on (B)(6) 2016 and suture was used. The suture was used to sew the tendon for the hand. At the end of operation, the patient was told to do hand flexion and extension movements. However, the suture broke during this movement. Since the patient was awake during surgery, he complained and immediately pointed out the doctor used the product with poor quality. The doctor opened the wound and re-sewed again. It took around another two hours to finish the operation. The patient left the hospital after the operation and has not returned to the hospital. Additional information has been requested.